Event description:
It was reported that a spectrum pump alarmed air in line and upstream occlusion during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was able to power, load a set, program, and run multiple infusions with no discrepancies, additionally it was tested for upstream air and occlusion and deliver passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.